Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to myopotential appearing noise and oversensing. Technical services (ts) was contacted, and ts discussed programming options. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the s-ICD system exhibited high, out-of-range shock impedance measurements. The s-ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported, that the subcutaneous implantable cardioverter defibrillator (s-ICD). Delivered an inappropriate shock, due to myopotential appearing noise and oversensing. Technical services (ts) was contacted. And ts discussed programming options. The s-ICD system remains in service. No adverse patient effects were reported.